Manufacturer narrative:
Describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
Additional information was received by the manufacturer on 22-nov-2022 via email and attached to the complaint object. There was no patient involvement, the issue was found during inspection.

Manufacturer narrative:
Device evaluation: the pump received for investigation with a chip on both front corners of the top case, crack on the right plunger case and missing portion of bottom case seal. Event history log found a syringe plunger not in place error. During functional test, syringe plunger not in place error was found. The cause is due to q1 broken off from the plunger board and plunger board also broke off from the glue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a "syringe plunger not in place" message occurred, when selecting the syringe size. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.